Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for other lot number is as follows: medical device lot #: 7180963, medical device expiration date: 11/30/2018, device manufacture date: 06/29/207. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were underfilled. No report of serious injury or medical intervention.